Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that 2 non sustained episodes with t-wave oversensing were seen and the short interval count (sic) was 20 in the past week. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.